Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture grade not provided. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification to partial date of implant: 2014 provided.

Event description:
Patient reported "physiological fluid accumulation along the implant folds", "ptosis 3 grade", "capsular contracture". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional later reported "increasing aching pains" and "capsular contracture baker grade ii."